Manufacturer narrative:
The field engineering specialist found multiple component issues. The filter on the bottom of the procell tube lifter was loose. He tightened the weight filter. He noticed the black coating on a sipper was missing. He replaced the sipper. He observed occasional drops from the sipper. He replaced a solenoid valve. He checked the balancer tubing, the procell/cleancell fluidics pathways, and the sipper voltages and adjustments. He performed numerous reagent primes and measuring cells preparations. Performance testing was successful and the controls recovered within expectations. There have been no further issues following the service visit.

Event description:
The initial reporter complained about questionable elecsys troponin t stat (tnt stat) assay results for multiple patients tested on a cobas 6000 e 601 module. From the data provided 5 patient's had a reportable malfunction for tnt stat and 1 patient had a reportable malfunction for tnt stat and elecsys myoglobin stat immunoassay (myo-stat). The customer stated that prior to the questionable results they were experiencing abnormal sipper movement alarm. The customer also noticed bubbles coming from the procell reservoir. The customer performed a reagent prime and believed the issue was resolved but the alarms occurred again and discrepant patient data was generated. Refer to the attachment for relevant patient data. There was no adverse event. The results in question were reported outside of the laboratory and corrected reports had to be issued. The repeat results were deemed to be correct. The customer also stated that new patient samples were tested and the new patient sample results correlated with the repeat results. No specific results provided. The tnt stat reagent lot was 39006600 with an expiration date of 31-mar-2020. The customer stated that qc results were acceptable.